Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self test. Unit was received with occasional unresponsive buttons were noted during testing. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. No moisture damage was noted to the keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscopic investigation, cracked u1 keypad lead 6 was noted, leading to occasional unresponsive buttons. The following cosmetic damages were noted: stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for stuck up or down buttons were confirmed when occasional unresponsive buttons were noted during testing. In addition, under microscopic investigation, cracked u1 keypad lead 6 was noted, leading to occasional unresponsive buttons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unresponsive button. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. Instructed customer that pump will be replaced. Instructed customer to revert to backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.